Manufacturer narrative:
We are reporting this out of an abundance of caution as this is a device model not sold in the united states, it was a private label device for a distributor in germany. We have requested the device be returned to our facility for evaluation and the device is en route. If necessary, a follow-up report will be submitted when the manufacturer's investigation is completed.

Event description:
Incident description from distributor: "according to the patient, there was a bang on (B)(6) 2024 at around 10.30 pm and this was followed by a short circuit. The cable burnt out/scorched directly at the end to the plug at the socket. The patient was not harmed and is not receiving medical treatment.".